Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast reconstruction surgery with 425cc mentor smooth round moderate profile and was presented with right side and with 225cc mentor smooth round moderate profile on the left side and was presented with right side deflation, and cutaneous contour deformity, and left side ptosis. As a result, the patient underwent explantation and replacement with catalog number: 3502400; serial number: (B)(4) on the right side and with catalog number: 3501625; serial number: (B)(4) on the left side on (B)(6) 2019. This report is for the patient¿s left-sided device.